Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime, cefalotine and fluconazole for the event . The patient outcome was not reported. Action taken with pd therapy was unknown. No additional information is available.